Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn units blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 367962. Batch no. Unknown (provided 0289448). It was reported that samples are not filling completely. Per email: I received an email from *** heathcare utilization manager - **** on (B)(6) 2021 to inform me that one of their locations, ******, is reporting item 367962 pst tubes were not filling completely. He provided item# and lot#. Text from the email: hi, *** from *** reported that they are experiencing issues with lithium heparin 4.5ml pst not filling completely. Bd item # is 367962, lot # 0289448. Have there been similar reports with this item/lot? Please advise. Thank you. (B)(6) 2021 11:25 am (gmt-6:00) added by (B)(6): work order notess: (B)(6) 2021 emailed customer follow up questions as no phone number provided. Customer provided the following: hello , I cannot give an exact number of tubes that did not fill however, I can state that multiple phlebotomists have made the exact same complaint-the tube is only filling halfway or less. This has been a complaint for about 2 weeks now. Yes, other tubes are filling. Yes a bd needle (straight or butterfly) and a bd hub are being used in conjunction. My cell phone number is below. It is the best way to reach me. Thank kindly."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer¿ pst" gel and lithium heparinn units blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 367962, batch no. Unknown (provided 0289448). It was reported that samples are not filling completely. Per email: I received an email from healthcare utilization manager - on (B)(6) 2021 to inform me that one of their locations is reporting item 367962 pst tubes were not filling completely. He provided item# and lot#. Text from the email: hi, reported that they are experiencing issues with lithium heparin 4.5ml pst not filling completely. Bd item # is 367962, lot # 0289448. Have there been similar reports with this item/lot? Please advise. Thank you. 01/16/2021 11:25 am (gmt-6:00) (B)(4) emailed customer follow up questions as no phone number provided. Customer provided the following: hello, I cannot give an exact number of tubes that did not fill however, I can state that multiple phlebotomists have made the exact same complaint-the tube is only filling halfway or less. This has been a complaint for about 2 weeks now. Yes, other tubes are filling. Yes a bd needle (straight or butterfly) and a bd hub are being used in conjunction. My cell phone number is below. It is the best way to reach me. Thank kindly."